Manufacturer narrative:
Further follow up cannot be performed as no contact information has been provided, thus no additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling. Explant surgery has not been confirmed.

Event description:
Patient reports left side rupture and "concerned about the continuing threat that leaking silicone and the risk of lymphoma pose." The status of the device is unknown.